Event description:
A 24mm x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were successfully implanted for the endovascular treatment of an abdominal aortic aneurysm with a relatively short neck and with slight angulation in 2000. The final angiogram of this procedure identified a leak which filled the aneurysm sac. It is reported that it was not a distal leak, but a proximal leak was not ruled out. An angioplasty with unknown balloon size was used to dilate the ipsilateral limb. The balloon was positioned half in and half out of the graft. The post angioplasty angiogram reported that a proximal leak could not be ruled out, but that there was minimal contrast dye leakage noted during the angiogram. A follow-up CT four months later showed the aneurysm sac had increased by 1 cm. The pt was subsequently treated for the leak. During the procedure to repair the endoleak, the physician considered whether to add an aortic cuff but noted that there was only a 5mm distance from the renal arteries, and the cuff required 10mm for placement. Due to these findings, a cuf was not placed. Therefore, the decision was made to reschedule the pt for open repair of the aneurysm because of growth in the aneurysmal sac. The pt had an open surgical repair of the abdominal aortic aneurysm during which the pt expired. The physician reported that the artery wall were "like paper and could not be held by thread." The stent graft was explanted during which a 4mm tear in the fabric of the stent at the aortic neck was noted, however the tear was reported by the explanting physician to have occurred by use of an instrument during the explant. It is reported that another physician who was not present at the initial implant and the endoleak repair inspected the device during the explant. This physician's noted opinion was that the tear in the graft was caused by a balloon and not by an instrument during the explant. Add'l info and explant are pending from the implanting facility. Based on info received regarding the endoleak repair and the open surgical repair of the stent graft, a definitive cause cannot be determined at this time. Films are currently under eval.

Event description:
Film interpretation done on 12/14/2000 by an independent physician confirms that the tear in the stent graft was caused during the repair of the endoleak with the use of an oversized balloon to the size of the aorta causing inflation and split of the mid stent graft and aorta. Therefore, the device is not the root cause of the event.